Manufacturer narrative:
The technician isolated the issue to a stuck siderail latch. He freed the latch to repair the bed.

Event description:
Info received indicates the left siderail will not stay latched.